Manufacturer narrative:
(B)(4).

Event description:
It was reported that therapy accelerated rhythm. The patient had syncope and had a head injury. The physician elected to not do anything until next follow-up. The patient is in good condition and will return for follow-up.